Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr ous 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified damage. Struts 1, 2, 14, 15, and 20 were damaged with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks along the full catheter length. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 18-sep-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the fibrotic right coronary artery. A 3.00x38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent damage.